Event description:
It was reported that a patient received a system error 2367 (air in line/set) during use of the homechoice machine. According to the report, the patient stated that this occurred during the final drain. There was no patient injury or medical intervention reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.